Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an implant procedure, the right atrial lead helix was already slightly extended when the lead was introduced and when the physician attempted to extend the helix, it would not come out fully so fixation was not possible and the lead dislodged. High impedance was also measured on the lead analyzer. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).